Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing blurry and double vision and her eye feels swollen and hurts at times. Her surgeon informed her that she needs more time to adjust and gave her prescription glasses which did not help. She bought a bigger frame and it has helped a little. In a f/u phone call to the surgeon, he reported that the pt is seeing 20/20 with correction and no medical intervention is planned. He stated the implant surgery was unremarkable and without complications. He reported that he does not blame the iol for the events. He plans on following up with the pt regarding her symptoms. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in the lot number. Additional information was requested on 11/23/2010, 11/30/2010, and 12/03/2010 by phone, fax, and mail. Additional information was obtained by phone on 12/03/2010. A completed questionnaire has not been rec'd. (B)(4).